Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "ventilation cancelled during short transport (shut off)" a picture of the ventilator events tab show it alarmed with te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed), and failed the selftest. The ems supplies were use due to vent stopping. No harm to the patient was reported.

Manufacturer narrative:
Investigation outcome: it was reported "ventilation cancelled during short transport (shut off)". Device logs were not provided with this complaint. However, a picture of the ventilator events tab show it alarmed with te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed), and failed the self test. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. Therefore, the reported event and the picture (where it shows a failed self-test) are contradicting each other. Three attempts were made to obtain information regarding the resolution of the reported event, and none were provided. Case is considered as closed.